Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three devices experienced shut downs. After the 14 seconds time out and after sitting for 2 minutes the hemopro 2 would not cut and seal properly. Event dates and batch numbers are unknown. It is also unknown if the product is returning for investigation. Refer to 2242352-2011-01480 and 2242352-2011-01481.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).